Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A non healthcare professional reported during implantation of an intraocular lens (iol) the lens was damaged. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is fully advanced outside the tip of the nozzle. No damage observed. Iol(intraocular lens) was returned outside of the device in a small plastic container. Solution is dried on the iol. One haptic is broken/torn. The optic is scratched/marked - rejectable. The product investigation could not identify the root cause for the reported complaint "damaged lens" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. Lens damage may occur: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).